Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot-specific quality issue. All available information was investigated and a definitive cause for the reported failure to adhere or bond could not be determined in this incident. However, the reported tissue damage appears to be due to user technique/procedural circumstances as multiple grasping attempts were made that potentially resulted in the mitral leaflet injury. A definitive cause for the reported mitral regurgitation could not be determined in this incident. The reported patient effects of mitral valve tissue damage and worsening mitral regurgitation are listed in the mitraclip ntr/xtr system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 2. To further reduce mr, a second clip delivery system (cds 90321u193) was advanced to the mitral valve. The leaflets were grasped; however, a remaining jet was observed. The clip was repositioned and mr reduced to 1. The clip was closed and locked, but mr increased to 4+. The clip was opened, and additional grasping attempts were made, but grasping was ultimately unsuccessful. The clip was not implanted and the cds was removed and replaced with an xtr cds. The xtr cds was advanced and grasping was successful; however, mr remained unchanged, thus the clip was not implanted and was removed. A tear on the anterior leaflet was confirmed, caused by the second clip. The procedure was aborted. On (B)(6) 2019, the following day, the patient underwent mitral valve replacement surgery. The surgery was successful, and the patient is doing well. No additional information was provided.